Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and one three-way stopcock was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 25 cm and 70 cm proximal from the catheter tip. Clotted blood was observed from the catheter. No visible damage or abnormality to the catheter body, balloon, returned syringe or the inside connectors was observed. All through lumens were patent without any leakage or occlusion. Balloon inflated clear, concentric and remained inflation for 5 minutes without leakage. No resistance was felt during injecting air. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 39.40 ohms. Catheter passed in-vitro calibration on vigilance ii monitor. Balloon inflation test was performed using retuned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of leakage issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. The IFU states, ¿periodically check IV lines, pressure lines, and transducers to keep them free of air. Also ensure that connecting lines and stopcocks remain tightly fitted¿. In the event that air is detected in the line or in the heart, the system should be exchanged immediately. It is unknown if user or procedural factors played a part in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that air inclusion was noted at the right side of the heart during use. A swan-ganz catheter and non-edwards central venous catheter were placed in the internal jugular vein. While injecting voluven via a non-edwards sheath used for the swan-ganz catheter, echocardiography showed air at the right side of the heart. It is unknown if the IV line was properly primed before medication infusion. Pressure was measured but it is unknown which pressure was measured. The central venous catheter, swan ganz catheter and the sheath were exchanged and the problem was solved. The catheter was used for a transcatheter aortic valve implantation (tavi) operation. There was no complaint reported in the tavi procedure. There were no patient complications reported. The cause of the event is unknown.